Event description:
It was reported the patient had to increase the amplitude to receive stimulation. It was reported the lead had low impedances. In addition, the patient had a headache, and facial swelling for weeks. It was reported the patient had a similar issue with a competitor's scs system in the past. Follow up identified the lead and migrated, and the physician repositioned the lead on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.